Event description:
Device was used during an unspecified gynecological procedure involving one pt. Reportedly, the device could not be opened after application. The device was resected and the procedure was completed with the use of another device. The hosp has reported pt status as satisfactory.